Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a dissection worsened. The patient had a dissected circumflex and the physician was unable to get anything down. So in an attempt to fix the dissection the physician tried a guidezilla. They think that it may have caused the dissection to worsen.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).